Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Implant and explant dated: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that intraocular lens haptic tore while inserting the lens into the patient¿s left eye. Reportedly, the lens was removed and replaced in the same procedure. There was no incision enlargement. Patient has recovered. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/9/2018. Device returned to manufacturer? Yes. Device evaluation: the returned pcb00 device was received in the packaging box. The plunger was in almost completely advanced position and locked. The pcb00 device was observed under microscope and lubricant residues were not observed inside the device. The lens was observed stuck and out at the end of the cartridge tip with the lens out of the tip with the pushrod override one of the haptics. The cartridge tip was observed broken. The lens was completely delivered and the lens was observed broken with one haptic detached and broken. The complaint was verified in the sample return however the complaint could be related to the lack amount of viscoelastic observed. No product quality deficiency was identified. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.